Manufacturer narrative:
The device history record and sterilization batch release record were reviewed and indicated that the component involved met specification. The patient's revision surgery has not been scheduled yet. Should additional information be obtained the report will be supplemented.

Event description:
Patient x-rays revealed that the segmental stem might perforate the femoral cortex.

Event description:
Patient underwent a revision surgery due to the femoral segmental stem loosening.

Manufacturer narrative:
The device history record and sterilization batch release record were reviewed and indicated that the component involved met specification. The sales representative reported that the patient was undergoing chemotherapy. Based upon the complaint investigation, there was no indication that the adverse event was related to the manufacture of the implant or a nonconformance. Should additional information be obtained the report will be supplemented.